Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endoscopic lobectomy, four reloads could not be fired normally. The surgeon was able to press the green button but handle could not be squeezed. Another device from different make was used to complete the case. There was no patient injury.